Event description:
Customer reported erroneous high reticulocyte test results were obtained for 4 samples when using the coulter lh 780 hematology analyzer. There were no instrument-generated messages with the test results. The samples were from normal patients and run as part of a medical research study. The samples were 24 hours old when tested. Erroneous test results were not reported out of the laboratory. The test results were determined to be erroneous high when compared to lower reticulocyte test results obtained on another coulter lh 780 hematology analyzer. Quality control run before the event was acceptable. There were no reports of death, serious injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated both lh 780 analyzers in the customer's facility. No deficiencies were identified. The fse verified 12 samples between the two analyzers. The test results matched well with the 0.50% specification. Product labeling was evaluated. Coulter lh 780 system reference, pn 773021ac states: accuracy is achieved using statistically significant number of non-flagged morphological normal samples analyzed between 10 minutes and 8 hours post venipuncture. Distributional abnormal samples should be included. (B)(4) h20-a criteria should be used in the sample selection and manual differential examination. (B)(4). The samples were 24 hours old when run on the lh 780 analyzers. The age of the specimens at the time of testing was greater than the time period recommended in product labeling.